Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the pacemaker could be interrogated, which showed that it was at elective replacement indicator (eri), but the device was unable to maintain telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku